Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Additionally, review of the submitted log file could not confirm the reported low flow alarms occurring on (B)(6) 2025. The submitted log file contained events (B)(6) 2025. Multiple un-sustained low flow events were captured on (B)(6) 2025. No other notable events were captured, and the pump appeared to function as intended. The log file did not contain the later reported low flow events from (B)(6) 2025. The account indicated that the patient had liver enzymes elevated slightly above the baseline level, they weren¿t fluid overloaded, they had elevated probnp but there was poor intake with nausea and vomiting, and the lactate dehydrogenase levels remained consistent without trending down. It was also indicated that an esophagogastroduodenoscopy was performed and there was erythematous mucosa without frank bleed. On the evening of (B)(6) 2025, the patient reportedly began to experience low flow alarms. A transthoracic echocardiography was performed and found right ventricle failure. Attempts were made to improve right ventricle output, these included administering norepinephrine, epinephrine, and dopamine while also adjusting the rate of the patient¿s pacemaker and reducing left ventricular assist device speed. Respiratory arrest occurred and the patient was intubated and moved to the coronary care unit. No pulmonary embolism or bleed was seen in imaging and no ischemia was noted on an electrocardiogram (EKG). Cardiopulmonary resuscitation (CPR) was performed twice due to non-measurable flow during the resuscitative period. The patient received one shock for ventricular tachycardia and ventricular fibrillation, however the resuscitative efforts were not successful, and the right ventricle remained akinetic. A discussion was had with the patient¿s family, and the decision was made to stop lvad and other life support measures. The patient expired on (B)(6) 2025. The heartmate ii lvas serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii lvas patient handbook can be found on the eifu page of the abbott website. The heartmate ii lvas IFU and the heartmate ii lvas patient handbook are currently available. Section 1 of the IFU ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system, including cardiac arrhythmia, right heart failure, respiratory failure, and hepatic dysfunction. Section 1 of the IFU also provides an explanation of pump parameters, including flow. Section 4 of the IFU, ¿heartmate touch communication system,¿ provides more information regarding pump parameters and describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline system controller alarms, including the low flow hazard alarm, and provide information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted with elevated liver enzymes and elevated probnp, with a haptoglobin less than 10, and lactate dehydrogenase (ldh) increased to 287 from a previous value of 189. The patient was not fluid overloaded; poor oral intake with nausea and vomiting was noted. Ldh levels remained consistent and did not trend downward. Liver enzymes were elevated but only slightly above baseline. An esophagogastroduodenoscopy (egd) was performed the day after admission, revealing erythematous mucosa without active bleeding. On the evening of (B)(6) 2025, the patient began experiencing low flow alarms that did not respond to fluid resuscitation or adjustments to pump speed. Later, a code blue was called for respiratory arrest. The patient was intubated and transferred to the coronary care unit (ccu). Bedside transthoracic echocardiogram (tte) revealed right ventricular (rv) failure. Attempts were made to improve rv output, including administration of levophed (norepinephrine), epinephrine, dopamine, adjustment of pacemaker rate to 70 beats per minute, and continued reduction of pump speed. Clinical concern included pulmonary embolism (pe), acute decompensation from occult bleeding, or acute rv failure due to ischemia from known right coronary artery (rca) subtotal occlusion. Imaging and electrocardiogram (EKG) findings did not support a definitive cause; no pe or bleeding was observed, and no ischemia was appreciated on EKG. Cardiopulmonary resuscitation (CPR) was performed twice due to non-measurable flow. The patient received one defibrillation shock for ventricular tachycardia/ventricular fibrillation (vt/vf). Resuscitative efforts were unsuccessful. Rv remained akinetic on tte despite high-dose vasopressor support. Following discussion with the family, a decision was made to discontinue pump support and other life-sustaining measures. The patient passed away on (B)(6) 2025. Submitted log files captured mainly routine events, and on (B)(6) 2025 from 2041 to 2042, a few low flow events that were transient and likely patient related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.